Event description:
The customer reports that she has felt hypoglycemic and obtained blood results in the 300's (mg/dl) on the accu-check advantage system. No reported actions taken or treatment received with event. The customer also reports that she experienced an event where she felt shaky and "passed out". She ate candy and food after waking up. The customer felt better after treatment. Her blood glucose result was 302 mg/dl on the accu-check advantage system following treatment. Twenty minutes later, the customer arrived at the emergency room per physician's advice. Her blood glucose result was 70 mg/dl on the professional meter. The customer was hospitalized for 3 days. The customer did not disclose specific medical treatment. New system sent and return requested.